Event description:
It was reported that oversensing noise was observed. Lead damage was seen during the lead revision procedure. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin was returned in two segments measuring a total of 21.0cm for analysis. External insulation abrasion was noted at 18.0-18.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.